Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved the following medical device: primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch. Leakage of an unspecified fluid/infusate was reported at different places on the 1.2 micron filter, once along the side of the filter once in the back where the little holes of the filter are. Patients are usually the ones noticing the leak within ten minutes of starting the infusion with new tubing. The customer reported that these leaks require the system to be changed more often than necessary. There was no report of any human harm. This emdr reflects nine occurrences of the same failure mode with no other unique information provided to differentiate any of the events individually.